Manufacturer narrative:
This complaint is linked with ID #.

Event description:
On or around 11/26/1997, the account reported a bhcg result of 990 miu/ml, which was run on the axsym analyzer. The result was questioned by the physician and the sample was retested with the original tube and with a dilution on the axsym and another system, giving results of approximately 49,000 miu/ml on both systems. Identification of the other system was not provided by the account. No report of injury.